Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection and the continuity testing of the returned lead showed channel 8 electrical open and an internal wire being broken was found. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy and was unable to set their ipg to MRI mode due to high impedance. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively. During the procedure, the physician had damaged the lead.